Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 cm and 94.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and undamaged. Coagulated blood was observed within the introducer sheath. Conclusions: evaluation of the returned pod6 revealed a functional device. During functional testing, the returned pod6 was able to advance through a demonstration lantern without issue. The reported complaint could not be confirmed. Further evaluation of the device revealed pusher assembly kinks. These kinks were likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the aorta using pod coils, non-penumbra coils and a non-penumbra microcatheter. It was noted that the patient anatomy was moderately tortuous. During the procedure, while attempting to advance a pod coil into the microcatheter, the pod coil became stuck at the hub of the microcatheter and would not advance further. Subsequently, the physician attempted to advance the same pod coil five to ten times but was unsuccessful; therefore, the pod coil was removed. The procedure was completed using another pod coil, five additional coils and the same microcatheter. There was no report of an adverse effect to the patient.